Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Surgeon reported that during surgery in cooperative mode, the robot arm of the device moved despite the fact that he was not touching it.

Manufacturer narrative:
The cable disconnected between the transducer and the force sensor was damaged. The issue didn't reoccur after its replacement.